Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 01-may-2018. Device evaluation: the device has been returned and evaluated by product analysis on 17-apr-2018 with the following findings: the pump's black box showed evidence of unexplained pump reboot events. The returned battery cap was able to fit to the pump and maintain an electrical connection. The pump performed the prime steps with no power interruptions. The alleged issue could not be duplicated. Unrelated to the initial allegation, the display screen was dim and discolored.